Event description:
The manufacturer received information alleging a ventilator's display was blank. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's display was blank.there was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center the customer's complaint could not be confirmed or duplicated. The display operated as designed. The device's ac connector was found to be physically damaged. The ac connector was replaced to address the issue.